Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified, moderately tortuous and 99% stenosed. The xience skypoint setent delivery system failed to cross and there was difficulty during removal from the anatomy. Another device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.